Event description:
A surgeon reported noting vacuoles or glistenings in the intraocular lens (iol) of one of his pts. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. Additional info has been requested.